Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the following: subsequent to the implant, patient suffered pain and discomfort until it was finally determined on or around (B)(6) 2007 that the asr had loosened, dislocated and migrated causing a revision surgery in (B)(6) 2007. Patient continues to suffer serious bodily injuries and has incurred, and continues to incur, medical expenses to treat her injuries and condition.